Event description:
This is a second report on the same issue. The first report had the incorrect lot number. Pt in the main operating room on a (B)(4) bed. Staff smelled a burning smell and saw smoke coming from the bed. The bed was unplugged. Md used the fire extinguisher and extinguished the bottom of the bed until it was no longer smoking.

Event description:
Pt in the main operating room on a steris bed. Staff smelled a burning smell and saw smoke coming from the bed. The bed was unplugged. Md used the fire extinguisher and extinguished the bottom of the bed until it was no longer smoking.